Event description:
Reporter states that consumer returned to pharmacy with photographs of her burnt shoulder, after pad "exploded" following a couple hours usage. Patient was seen and treated for probable second degree burn in the emergency room. She was prescribed silvadene ointment and sent home. Pack returned to pharmacy by consumer.